Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, following multiple uses during a flexible ureteroscopy, the basket of an ncircle tipless stone extractor could not be opened. The device was inspected and successfully tested by the user prior to the procedure. A laser was not used with the device. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. No part of the device separated during the procedure. A new device of the same product reference was used to complete the procedure. Following the procedure, the user attempted to cut the device shaft tip to inspect for an obstruction but was unable to do so, and the wire and a basket wire popped out of the cannula. No adverse affects to the patient have been reported. No additional procedures were required as a result of this occurrence.

Manufacturer narrative:
Event description: as reported, following multiple uses during a flexible ureteroscopy, the basket of an ncircle tipless stone extractor could not be opened. The device was inspected and successfully tested by the user prior to the procedure. A laser was not used with the device. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. No part of the device separated during the procedure. A new device of the same product reference was used to complete the procedure. Following the procedure, the user attempted to cut the device shaft tip to inspect for an obstruction but was unable to do so, and the wire and a basket wire popped out of the cannula. No adverse affects to the patient have been reported. No additional procedures were required as a result of this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned without label lot information. The handle was in the open position and the basket formation was partially closed. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath was bowed. The basket formation was asymmetrical, but could have happen when hospital attempted to check the shaft. A functional test determined the handle did actuate basket formation without issue. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have the distal end of the device deformed. Both the basket wires and basket sheath were severely deformed. Information supplied by the user stated the basket sheath was intentionally cut to check for foreign matter. It could not be determined what damage occurred from this attempt, and what damage may have occurred during use of the device. The cause of the reported event could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.